Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's family friend reported that customer passed away yesterday on (B)(6) 2014. Customer drowned after falling in a pond. He was wearing the device when he passed away. The family currently does not have the insulin pump because it is at the medical examiner's office. Customer's last blood glucose was unknown. Customer's family would like to send the device back for analysis. In speaking to the medical examiner, the medical examiner stated the device appears to be working even though it was in the water. There is half battery power left. The device information could not be downloaded. The device will be sent back for analysis and returned to the family. Nothing further reported.